Manufacturer narrative:
The pump was received with constant new software release alarm, followed by pump error alarm due to moisture damage on the electronics. There was no blank display noted. The moisture damage was found on the motor. The motor error alarm, unexpected restart alarm, and the currents test were unable to be determined due to pump error alarm. The pump was received with loose and or protruded drive support disk, cracked case at the display window corner, battery tube threads, reservoir tube lip, and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was thrown into a washing machine. The customer states they were able to get the device to rewind before it completely shut off. The customer's blood glucose level at the time was 135mg/dl. The customer states they have received motor error, and unexpected restart alarms. The customer was advised that the device would be replaced and returned for analysis.